Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported unexplained high blood glucose for the past three nights. The blood glucose reading at time of call was 338mg/dl, and she has treated with the insulin pump. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime test and the test passed. Performed a high pressure test and the insulin pump failed the test. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further information was provided.